Manufacturer narrative:
If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a female patient, who had tkas in both knees and had prosthesis reported to be on the recall list, has indicated they are starting to have problems with their left knee after they had their right knee revised. A future revision is scheduled for the left knee. No further information. This is 1 of 2 events for this patient.